Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: unable to duplicate the reported complaint. The last basal delivery and the last bolus were recorded on 03/04/2014. The tdd¿s add up correctly and reflect the users programmed basal rate. Only typical usage observed in the alarm history. A delivery accuracy test was successfully completed, pump found to be delivering accurately and within required range. Unrelated to the complaint, the display screen has a dim pinkish contrast; the screen is still able to be read. A crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas and alleged the following: the pump delivered too much insulin and her blood glucose (bg) dropped to 14 mg/dl. She was diaphoretic and confused. Patient was at the hospital for a routine colonoscopy at the time of occurrence, and was treated with multiple boluses of d50; also given a sandwhich, cookies, candy bar, peanut butter crackers. Patient states the pump asked to be reprimed, made her go through the rewind, load, and prime steps multiple times. And was not holding a prime. Pump then emitted a no cartridge detected warning. After her bg was stable, she then received a warning stating her basal rates were empty. Patient confirmed basal settings were incorrect and she had to re-enter them in the pump. Customer support (cs) advised patient to discontinue pump and go on an alternate insulin delivery method until a replacement pump arrives.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.